Manufacturer narrative:
(B)(4). Batch # n92v94. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic esophageal "resention", at the abdominal stage, after 40 minutes of work, the device was broken off the active branch. During mobilization of the stomach (in the patient's body). The broken part was removed of the cavity. Device was replaced.